Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to induration to the deep fascial tissues, which had a near necrotic appearance, slight gray fluid, heterotopic ossification, trunnionosis, and a thick walled pseudotumor. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2014.

Event description:
**Update** (B)(4) 2013 - sales rep reported patient underwent revision procedure due to aseptic loosening of the acetabular cup. There is no new additional information that would affect the outcome of the investigation.

Event description:
Litigation papers allege pain and limited mobility. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
Depuy still considers this complaint closed.